Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) which resulted in oversensing and inappropriate defibrillation therapy. The device¿s high voltage (hv) output was programmed off, and no further intervention has been performed. The patient was stable with no serious adverse consequences.